Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited system only appeared color bar and no image. The issue occurred during preparation for use for a uro diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. New information added to the following fields: h3, h6 and h11. Corrected fields: e1 (add phone number), g2 (add healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as "no image" and "buttons on the front panel do not work" were caused by a faulty main board and faulty power supply. Olympus will continue to monitor field performance for this device.